Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was difficult throughout the procedure. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however when actuating the grippers, it was noted one gripper (without the tactile marker) was not lowering. Troubleshooting was performed however the gripper still would not lower therefore the cds was removed. A second cds was advanced however once the leaflets were grasped the posterior leaflet would slip out. The clip was not implanted and the cds removed. A third clip was able to be placed without issue, reducing mr to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue could not be confirmed via returned device analysis. The reported imaging issues could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported gripper actuation issue could not be determined. A cause of the reported imaging issues could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.